Manufacturer narrative:
A follow up report will be submitted when the investigation is complete.

Event description:
The customer reported a failure of the defib sync function on the pt data module. There was no pt involvement as the issue was discovered during testing.